Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 band ligation device was used during an esophageal varix ligation (evl) procedure performed on (B)(6) 2013. According to the complainant, the procedure was performed to stop a bleeding stage two varix in the esophagus. The speedband device was able to deploy the bands, however, the bands fell off the varix immediately after deployment. According to the physician, the bands were able to deploy properly; however, since the varix had scarring, the bands did not adhere to the varix during active bleeding. The procedure was completed with an olympus hemostasis device. According the physician, the patient died due to liver failure; however the exact date of death was not provided. The physician stated that the speedband superview super 7 device did not cause the patient¿s death.